Event description:
Small flashpak was used to sterilize a screwdriver for a case in progress. Screwdriver was placed in small flashpak with indictor in pack. Indicator did not change to black after 5 minute cycle. Screwdriver was not used.it should be noted that the valves on these flashpaks were recently replaced after a change in MFR process. This flashpak has the new valve.